Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site 11/02/2015. Medtronic investigation of returned suspect computer finds that the computer booted and launched cranial application with no problem. Left application running over the weekend and was still responsive and functioning properly afterwards. Computer then passed all testing with no problem found. Device found to be fully functional. On 11/03/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 11/12/2015 a medtronic representative, following-up at the site, reported that replacing the navigation system computer resolved the issue; the system is functioning normally.

Event description:
A medtronic representative reported that after powering on,the site's navigation system, a blue screen comes up, camera pings and the fan starts. The navigation system starts to beep similar beeps to when the system in unplugged from the power source. The navigation system unexpectedly shut-down after 5 seconds. The system was plugged into power source using an extension cord. No further details regarding this behavior were provided. There was no patient present when this issue was identified.